Event description:
The customer reported that she was hospitalized with a low blood glucose of 24 mg/dl. The customer stated that she was given glucagon gel twice. The customer stated that she was driving to work, and was in an accident. The customer stated that she woke up in the hospital. The customer stated that she also had a bacterial infection and a white blood cell count of 1100. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was physically damaged when she was taken to the hospital in the ambulance. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.